Event description:
When a physician was using the stryker side cutting carbide bur in the stryker tps drill during dental extractions, the end of the drill bit broke off in the patient's mandible. The suction filter was examined for the end of the drill bit but it was not found. Bleeding occurred while searching the area in the patient's mouth where the drill bit broke off. The doctor believed it was "doing more harm than good" searching the wound and decided to have the patient go to dental radiology after recovery room.